Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the piece that holds the saw blade is missing from the device. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the piece that holds the saw blade is missing from the device. The user facility was not able to provide any further information regarding the reported event.